Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Impella rp with smart assist system with automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced oozing at the access site. Mattress suture was tightened &and manual pressure was applied after placement of repositioning sheath. Hemostasis was achieved after placement of several sutures. Hemoglobin was down so transfusing blood and systemic heparin were put on hold. The patient continued on support until the device was successfully weaned.